Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the piston of insulin pump did not work. Customer stated that when she change reservoir and rewind after inserting the new reservoir and did the load reservoir the pump piston was not going up. Customer performed the displacement test and after test pump piston did not move up and did not alert no reservoir detected. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no reservoir alarm or device test failed alarm noted during testing. (B)(4).